Event description:
While troubleshooting for high blood glucose, customer reports of having air bubbles in reservoir a quarter inch in size. Customer's blood glucose was 229 mg/dl. Customer was able to clear air bubbles, but had the same problem the following day. Customer will changed infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.